Event description:
Caller indicated the assure platinum was giving high readings. Caller stated she did a blood test on the patient and received a reading of 547mg (assure platinum) then she tested 2 minutes later on a different meter and received163mg (assure platinum). Controls used are in range. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. No performance failure detected.